Event description:
It was reported that there was high capture threshold on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, crdm non-defib lead, implant: (B)(6) 2014. (B)(4).